Event description:
A report was received that the patient was experiencing burning sensation and the ipg was getting warm whether the stimulation was on or off. The physician prescribed antibiotics to help relieve the sensation and as a precautionary measure.